Event description:
It was reported that the customer had high blood glucose levels of 131 mg/dl. The customer reported a no delivery alarm from the insulin pump during bolus delivery. Troubleshooting was not completed since the customer was at work and did not have time to finish. The customer was advised to change the entire infusion set. The customer reported changing the infusion set for the insulin pump multiple times but would reportedly still get the no delivery alarms from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).